Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 no complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 43.8 cm. An external insulation abrasion was noted 16.1 to 16.3 cm from the distal tip, exposing the outer coil, consistent with friction to another device or feature of the patient anatomy. No other anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.